Event description:
It was reported that after placing the anchor using the introducer through the facia, the anchor broke in two. The part inserted into the introducer stayed there.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.